Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the right ventricular (rv) lead had a gradual rise in impedance from baseline of 600 ohms to 1200 ohms over the past several months. It was noted the thresholds are within specification and no oversensing is seen. The rv lead remains in use. No patient complications have been reported as a result of this event.